Event description:
The patient went to surgery with intra aortic balloon support. The intraaortic balloon pump leak alarm sounded and intra aortic balloon was re-sutured. After the procedure pumping was resumed, however the leak alarm re-appeared. Approx. 20 minutes later blood was noted in tubing. Intra aortic balloon was removed and not replaced. Patient is fine. No patient info available.